Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing noise leading to mode switch. All other electrical values were normal. The patient presented for lead revision procedure and the lead was capped and replaced on (B)(6) 2018. The patient was stable after the procedure.